Event description:
The insulin pump alarmed button error after it boot up and the act and esc buttons had intermittent button response due to moisture damage on keypad traces. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tub lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump alarmed button error after it boot up and the act and esc buttons had intermittent button response due to moisture damage on keypad traces. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tub lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.